Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was air in line noted eight days after delivery. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.